Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to emergency room (ER) due to an elevated blood glucose (bg) level that ranged from 450-451 mg/dl and moderate ketone levels. Prior to going to the ER, the customer administered a manual insulin injection in attempt to address high bg. While in the ER, the customer was advised to hydrate and monitor bg levels. The customer was released from the ER 6 hours later with no permanent damage and reported issue was resolved. The cause of the high bg was unknown. Technical support performed a system check on the pump and determined that the pump was functioning as intended.